Manufacturer narrative:
Product evaluation: analysis results are not available; device has been sent to ous offices and is to be forwarded to xomed for analysis once received. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The facility reported that prior to intubating the patient for a total thyroidectomy the emg cuff and tube were both checked for patency; they both worked as expected. About 5 minutes after intubating the patient with the trivantage emg tube, the anesthesiologist observed that the cuff was slowly leaking air. The patient was extubated and reintubated with a new tube to complete the procedure; there was no patient injury.

Manufacturer narrative:
Product evaluation: 1 opened sample, part number 8229738, from lot number 0212755672 was received for analysis; there was a residue consistent with biological contaminants on the device. Based off the reported event, it is likely that any damage to the tube occurred during intubation or sometime thereafter. The cuff was inflated with 20 cc of air and it leaked out immediately which would have resulted in the reported event. When viewed under magnification, the cuff had an ¿l¿ shaped puncture in it measuring 0.04¿ x 0.05¿. There was no damage to the packaging that would indicate a cause for the observed damage. The observed defect would have been detected during an inflation test if present at the time of the test. The instructions for use indicates that damage may occur to the device during actions such as; over inflation, insertion of objects, and biting forces. The information likely indicates that the cuff was damaged during, or after intubation due to a handling issue. If information is provided in the future, a supplemental report will be issued.